Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad trace. No blinking anomaly noted. The insulin pump had cracked display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started blinking on friday and not taking his blood glucose levels. The insulin pump was not delivering insulin. The act, up, and down arrow buttons on the insulin pump were not responding. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.